Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a broken desktop charger connector pin. Caller stated this began just a couple of days ago this time. Caller did not have serial number. Caller will obtain serial number then call back for replacement. Caller stated the patient had not seen their doctor in a while. Caller / patient daughter called back stated the patient cannot find the desktop charger(dtc) cord serial number and patient need to charge the implantable neurostimulator (ins) . Agent reopened the case to add serial and sent request to the repair dept for dtc cord.